Manufacturer narrative:
.

Event description:
A report was received that during a patient's revision procedure (MFR report #: 3006630150-2015-00844), it was determined that the patient's lead was damaged. The patient will undergo a lead revision.

Event description:
A report was received that during a patient's revision procedure (MFR report #: 3006630150-2015-00844), it was determined that the patient's lead was damaged. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. It was believed that the lead was fractured; however, no wires were sticking out. The patient was doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.